Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in the range of 300mg/dl to 400mg/dl. Customer stated that they had air bubbles in infusion set and top of battery cap was getting chipped away. Customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.